Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative additionally reported patient's concern with the product. The device has been explanted.

Event description:
Patient additionally reported a right side rupture.

Manufacturer narrative:
Additional/changed and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "spent 4 days in hospital in 2011 or 2012, (could not remember when exactly) due to an infection." Patient also stated "diagnosed with cll for several years," which is not related to the device. Device remains implanted. This record is for the right side.